Manufacturer narrative:
H6: corrected the following: health effect - clinical code, type of investigation. Based on the available information, the patient involved in the incident meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
D10 concomitants: (B)(6) 101-05-20 - 3.2mm drill bit 20mm 1pk, (B)(6) 188-00-06 - wedge plasma s/o sz 6, (B)(6) 170-36-00 - biolox delta femoral head 36mm od, +0mm, (B)(6) 180-65-30 - alteon 6.5mm screw, 30mm, (B)(6) 180-01-52 - nv crown cup clstr hole 52mm group 2, the product associated with the reported event is within the scope of recall [z-1732-2022]; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It is reported via legal documentation 07-aug-2024 that the patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device. **original summary this patient is verified right hip on (B)(6) 2017 with (B)(6). She had revision right total hip replacement on (B)(6) 2023 with (B)(6) (op report attached). Pre/post op diagnosis: failed right total hip replacement secondary to polyethylene wear from exactech recall. Indication for surgery: patient presents with back pain. CT scan notes polyethylene wear. Op notes: hip is burred into the polyethylene. Line removed and there was "obvious polyethylene wear superolateral. Liner was replaced. Patient returned to recovery room in stable condition. No complications noted. No device return anticipated due to this being a legal case. Historical record & smartsolve searched for sn/patient name with no results. Operative report from revision surgery attached. No further information.